Manufacturer narrative:
The complaint was not confirmed. The generator operates to manufacturer specifications with no problems notes. The generator was cleaned, electrically checked, rf outputs checked and current leakage tested.

Event description:
The surgeon performed a laparoscopic hysterectomy, which was completed without incidence. The plasma spatula was discarded after the surgery, because no known complications were known at that time. The pt returned to the hosp 5 days after the procedure. A 3/4 of an inch thermal spread to the bowel and bladder was subsequently reported. The pt spent 5 days in the hosp, then went home to recuperate. A medwatch for the plasma spatula was filed by gyrus acmi on 3/18/09 for 2183680-2009-00013. The g400 generator was the other instrument used in the procedure.